Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent occlusion alarms. The pump supplies were changed. The blood glucose (bg) level was not reported, the current bg was 111 mg/dl. As the occlusions had occurred in the past, a cause could not be determined.